Event description:
It was reported that the helix of the right ventricular (rv) lead extended independently with no manipulation during the implant procedure. Additionally, it was difficult to retract the helix after it was in the extended position. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issues were confirmed. As received, a complete lead was returned in one piece with the helix revealed to be stretched and bent. Additionally, the helix was clogged with dried blood and tissue. A visual and x-ray inspections revealed the helix to be stretched and bent consistent with procedural damage. The cause of the reported event was isolated to the helix stretched and bent being clogged with dried blood and tissue.